Event description:
During cataract surgery, when implanting the iol, doctor noticed the iol haptic was broken. Iol, mx60e, 24.5, sn#: (B)(4), lot#: 3867507, exp. 09/30/2021. The iol was not implanted. Doctor requested a new iol and implanted successfully.